Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was not able to confirm the customer reported issue of "not burning properly". The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The vessel sealer passed the electrical continuity and energy delivery tests. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument would not seal the patient¿s tissue. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the instrument did not burn properly. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument did not sufficiently seal. The system made tones indicating the instrument was sealing and confirmation beeps indicating a complete seal; however, there was no energy delivered by the instrument. There was no thermal effect to the tissue. The instrument was never able to deliver energy during the procedure. There were no error messages generated by the system. The target tissue was less than 7 mm. The patient had not undergone any pre-surgical chemotherapy or radiation. The vessel was not calcified. The instrument did not encounter any type of interference during the sealing cycle. There was no bio debris on the instrument. The surgeon believes the issue was due to a defective instrument.